Manufacturer narrative:
The company service representative examined the system and was able to confirm but not replicate the reported event. As a preventative measure (pm), the 3-volt battery was replaced and the contacts were cleaned. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system froze during surgery. The system was rebooted to complete the case. There was no patient harm.